Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported a right hip revision due to subsided stem of patient. Surgeon revised another surgeon revision at the same hospital. As per sales representative, patient fell and on (B)(6) 2017, a trochanter plate was implanted. The plate was not a stryker device. No other devices were removed.

Manufacturer narrative:
An event regarding subsidence involving a securfit stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the returned device noted that bone ongrowth was visible on the stem. The device was otherwise visually unremarkable. Furthermore, returned device was consulted with the material analysis engineer who indicated that "material analysis is not performed as the reported event indicates the patient experienced a traumatic event. The material integrity of the device cannot be determined due to patient trauma." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because insufficient information was provided. Visual inspection of the returned device noted that bone ongrowth was visible on the stem. Furthermore, returned device was consulted with the material analysis engineer who indicated that "material analysis is not performed as the reported event indicates the patient experienced a traumatic event. The material integrity of the device cannot be determined due to patient trauma." No further investigation is required at this time. If the additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
Sales rep reported a right hip revision due to subsided stem of patient. Surgeon revised another surgeon revision at the same hospital. As per sales representative, patient fell and on (B)(6) 2017, a trochanter plate was implanted. The plate was not a stryker device. No other devices were removed.